Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 32111sgm3, frequency and expiration date unspecified). After an unspecified duration, toothbrush broke. The consumer stated that this was the second toothbrush in one month which broke at the same place. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2013-00017 . The manufacturer report number for the second product in this case is 2214133-2013-00018. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013 for a device product that is considered same/similar to a us marketed device (reach total care plus whitening toothbrush medium). This is follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2013-00017 . The manufacturer report number for the second product in this case is 2214133-2013-00018. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 32111sgm3, frequency and expiration date unspecified). After an unspecified duration, toothbrush broke. The consumer stated that this was the second toothbrush in one month which broke at the same place. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Based on visual inspection and analysis of received sample, the tufts were deformed with a high level. In addition to the breakage there was a white fracture strain visible at the thumb stop. The tuft deformation as well as the visible white fracture strain indicated to an extensive using of the brush. Probably it had been overloaded with compression force. The handle breakage was at the thinnest point of the handle. During the overbend test of validation, no toothbrush was broken. The claimed toothbrush had been manufactured according to the specification. No manufacturing error had been detected. This report remains a reportable malfunction case in the united states.